Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor would not calibrate. The customer's blood glucose level was reported to be 400mg/dl. It was reported that the customer had some infection and from the infection their levels had risen. It was reported that the customer had spoken with their healthcare provider already. It was reported that the customer would monitor and call back if issues persist.